Manufacturer narrative:
The reported calcification was confirmed. All three leaflets contained calcifications. There was a fold in leaflets 1 and 3, causing incomplete coaptation. There was fibrous pannus ingrowth on the outflow surface of all three leaflets and on the inflow surface of leaflet 1. Leaflet 3 contained a tear. Leaflets 1 and 2 had fibrous thickening. No acute inflammation was present. The cause of the tear could not be conclusively determined, however the significant amount of calcification and pannus noted could be related; additionally, the patient had a co morbidity of renal failure which can predispose to the excessive classifications noted.

Manufacturer narrative:
Further information regarding this event has been requested. The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 19 mm trifecta valve was implanted. In 2019 the patient presented with structural valve deterioration and on (B)(6) 2019, the valve was explanted and exchanged for another valve. During explant calcification was noted on the trifecta valve. The patient's status is unknown. Additional information was requested but cannot be obtained.